Event description:
It was reported that during a da vinci si cholecystectomy procedure, the pk dissecting forceps instrument did not engage with the da vinci si system correctly. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was not able to confirm and replicate the reported instrument engagement issue. The instrument was placed on an in house is3000 da vinci system and driven. The recognition and engagement passed; however, the pitch motion was not intuitive due to loose cables. Additional observation(s) not reported by the customer was a derailed cable. The instrument's housing was removed. Engineering noted one of the pitch cable was derailed from the back idler pulleys. Cable was wedged between two pulleys and lost tension. The clamping pulley screws were still tight. Additional observation not reported by the customer was deep scratches on the main tube. The distal end of the main tube had various scratch marks with light material removal. Scratches are 0.050 - 0.165 inches in length and were not aligned with the tube axis. No other damage found. Evidence not conclusive but main tube scratches may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube scratches found during failure analysis could cause or contribute to an adverse event, if to reoccur.